Manufacturer narrative:
H6: investigation summary bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tubes experienced 113 occurrences of poor barrier separation during use. The following has been provided by the initial reporter: verbiage received via phone: customer is noticing that the gel wasn't moving. On some tubes they would notice a gel pearl at the very bottom or the whole gel wouldn't move up after it was spun. Once the processor identified this issue, all of the tubes looked beautiful except lot 1158589. They called biomed who checked out all of their centrifuges and all were good. Customer has pulled this lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tubes experienced 113 occurrences of poor barrier separation during use. The following has been provided by the initial reporter: verbiage received via phone: customer is noticing that the gel wasn't moving. On some tubes they would notice a gel pearl at the very bottom or the whole gel wouldn't move up after it was spun. Once the processor identified this issue, all of the tubes looked beautiful except lot 1158589. They called biomed who checked out all of their centrifuges and all were good. Customer has pulled this lot.